Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a manual driveline disconnect leading to a pump stop was confirmed via the submitted log file. A review of the submitted log file spanned approximately 11 days (27apr23 ¿ 08may23 2023 per time stamp). Throughout the entire log file, a driveline fault alarm activated due to phase 1 being measured lower than phase 2 & 3. While the alarm was active on (B)(6) 2023 at 18:28:22, the driveline was manually disconnected resulting in a pump stop that lasted for 5 seconds. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis for this issue. Additional information provided stated that there is one phase damaged conductor in the patient¿s driveline, so the driveline fault alarm will be triggered intermittently. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate ii patient handbook (section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a review of the log files revealed a pump stop event on (B)(6) 2023 at 18:28 that appeared to have been the result of a manual driveline disconnect. The pump was off for approximately 5 seconds. The log file continued to capture driveline fault alarms throughout the event history. The log file also indicated that the patient did not connect to the power module or mobile power unit (mpu) which suggested that the patient was sleeping on batteries. Related manufacturer's reference number: 2916596-2023-02827 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.